Manufacturer narrative:
This spontaneous case was reported by a physical therapist and describes the occurrence of device breakage ('a piece of teflon thread that remained on the right, a piece of the implant was left inside'), pelvic pain ('tearing pains in the pelvic region present 24/7'), procedural haemorrhage ('uterus began to bleed profusely during surgery for essure removal') and pelvic sepsis ('sepsis is forming in the pelvic area') in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "at first, the doctor thought the wire was in a knot" on (B)(6) 2020 and device monitoring procedure not performed "I never had a follow-up check-up after placement". The patient's medical history included parity 4 (all are already graduates). No family history of vasculitis. Concurrent conditions included chronic pain and balance difficulty. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gait disturbance ("moving is difficult, radical deterioration in walking"). In 2012, the patient experienced vasculitis ("vasculitis (small and medium-sized arteries)"). On (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("a piece of teflon thread that remained on the right, a piece of the implant was left inside") and fallopian tube enlargement ("removed left fallopian tube has grown connective tissue and thickened"). On an unknown date, the patient experienced pelvic sepsis (seriousness criteria medically significant and intervention required), metal poisoning ("suspected heavy metal poisoning"), pyrexia ("fever for many years, no cause found"), neuralgia ("neuropathic pains"), nervous system disorder ("neurological problems"), balance disorder ("balance lost"), tooth disorder ("a tooth removed for safety's sake"), lipoatrophy ("left buttock formed a fat atrophy (7cm)"), neuroborreliosis ("suspected neuroborreliosis"), multiple sclerosis ("suspected multiple sclerosis disease"), connective tissue disorder ("suspected connective tissue disease") and depression ("depression") and was found to have weight increased ("my weight is continuously increasing, significantly overweight"). The patient was treated with antibiotics, bismuth oxychloride, cortisone acetate (cortison), methotrexate sodium (metotrexate) and surgery (bilateral salpingectomy, tooth removed and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and complication of device removal had not resolved and the pelvic pain, procedural haemorrhage, pelvic sepsis, gait disturbance, vasculitis, fallopian tube enlargement, metal poisoning, pyrexia, neuralgia, nervous system disorder, balance disorder, tooth disorder, lipoatrophy, weight increased, neuroborreliosis, multiple sclerosis, connective tissue disorder and depression outcome was unknown. The reporter considered balance disorder, complication of device removal, connective tissue disorder, depression, device breakage, fallopian tube enlargement, gait disturbance, lipoatrophy, metal poisoning, multiple sclerosis, nervous system disorder, neuralgia, neuroborreliosis, pelvic pain, pelvic sepsis, procedural haemorrhage, pyrexia, tooth disorder, vasculitis and weight increased to be related to essure. The reporter commented: I've become seriously ill with, among other things, vasculitis (small and medium-sized arteries) in 2012 and I had to give up my 28-year position as a physiotherapist. The disease above is not a family-related illness. I've had fever for many years. No explanatory factor found. Moving is difficult and there are neuropathic pains. I used to be athletic and now I walk with willpower 1 hour / day, my weight is continuously increasing. Cholesterol 3.9. Significantly overweight. Suspected neuroborreliosis, multiple sclerosis disease, connective tissue disease, heavy metal poisoning and other things. At the beginning of the year it was realized that radical deterioration in walking occurred in 2011-2012, and I was fitted in 2011 with essure. Both fallopian tubes were removed three days ago (B)(6) 2020), and the left has grown connective tissue and thickened. At first, the doctor thought the wire was in a knot. There was a piece of teflon thread that remained on the right. It could not be completely removed since the uterus began to bleed profusely. I'm still recovering from the surgery, and I cannot say what happened after the removal - especially as a piece of the implant was left inside. I know that your product has potentially caused me enormous problems. Height:170 (no unit reported). Weight : 150 (no unit reported). Removal was performed at patient's request. Reporter consider that essure caused or contributed to the occurrence of the event? No . Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on an unknown date: 3.9. Blood glucose - on an unknown date: normal, longterm. Blood pressure measurement - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physical therapist and describes the occurrence of device breakage ('a piece of teflon thread that remained on the right, a piece of the implant was left inside'), pelvic pain ('tearing pains in the pelvic region present 24/7'), procedural haemorrhage ('uterus began to bleed profusely during surgery for essure removal') and pelvic sepsis ('sepsis is forming in the pelvic area') in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "at first, the doctor thought the wire was in a knot" on (B)(6) 2020 and device monitoring procedure not performed "I never had a follow-up check-up after placement". The patient's medical history included parity 4 (all are already graduates). No family history of vasculitis. Concurrent conditions included chronic pain and balance difficulty. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gait disturbance ("moving is difficult, radical deterioration in walking"). In 2012, the patient experienced vasculitis ("vasculitis (small and medium-sized arteries)"). On (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("a piece of teflon thread that remained on the right, a piece of the implant was left inside") and fallopian tube enlargement ("removed left fallopian tube has grown connective tissue and thickened"). On an unknown date, the patient experienced pelvic sepsis (seriousness criteria medically significant and intervention required), metal poisoning ("suspected heavy metal poisoning"), pyrexia ("fever for many years, no cause found"), neuralgia ("neuropathic pains"), nervous system disorder ("neurological problems"), balance disorder ("balance lost"), tooth disorder ("a tooth removed for safety's sake"), lipoatrophy ("left buttock formed a fat atrophy (7cm)"), neuroborreliosis ("suspected neuroborreliosis"), multiple sclerosis ("suspected multiple sclerosis disease"), connective tissue disorder ("suspected connective tissue disease") and depression ("depression") and was found to have weight increased ("my weight is continuously increasing, significantly overweight"). The patient was treated with antibiotics, bismuth oxychloride, cortisone acetate (cortison), methotrexate sodium (metotrexate) and surgery (bilateral salpingectomy, tooth removed and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and complication of device removal had not resolved and the pelvic pain, procedural haemorrhage, pelvic sepsis, gait disturbance, vasculitis, fallopian tube enlargement, metal poisoning, pyrexia, neuralgia, nervous system disorder, balance disorder, tooth disorder, lipoatrophy, weight increased, neuroborreliosis, multiple sclerosis, connective tissue disorder and depression outcome was unknown. The reporter considered balance disorder, complication of device removal, connective tissue disorder, depression, device breakage, fallopian tube enlargement, gait disturbance, lipoatrophy, metal poisoning, multiple sclerosis, nervous system disorder, neuralgia, neuroborreliosis, pelvic pain, pelvic sepsis, procedural haemorrhage, pyrexia, tooth disorder, vasculitis and weight increased to be related to essure. The reporter commented: I've become seriously ill with, among other things, vasculitis (small and medium-sized arteries) in 2012 and I had to give up my 28-year position as a physiotherapist. The disease above is not a family-related illness. I've had fever for many years. No explanatory factor found. Moving is difficult and there are neuropathic pains. I used to be athletic and now I walk with willpower 1 hour / day, my weight is continuously increasing. Cholesterol 3.9. Significantly overweight. Suspected neuroborreliosis, multiple sclerosis disease, connective tissue disease, heavy metal poisoning and other things. At the beginning of the year it was realized that radical deterioration in walking occurred in 2011-2012, and I was fitted in 2011 with essure. Both fallopian tubes were removed three days ago (B)(6) 2020), and the left has grown connective tissue and thickened. At first, the doctor thought the wire was in a knot. There was a piece of teflon thread that remained on the right. It could not be completely removed since the uterus began to bleed profusely. I'm still recovering from the surgery, and I cannot say what happened after the removal - especially as a piece of the implant was left inside. I know that your product has potentially caused me enormous problems height:170 (no unit reported) weight : 150 (no unit reported) removal was performed at patient's request reporter consider that essure caused or contributed to the occurrence of the event? No diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on an unknown date: 3.9. Blood glucose - on an unknown date: normal, longterm. Blood pressure measurement - on an unknown date: normal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: "pelvic pain female' event updated, essure initial date added, narrative updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physical therapist and describes the occurrence of device breakage ('a piece of teflon thread that remained on the right, a piece of the implant was left inside'), pelvic pain ('tearing pains in the pelvic region present 24/7'), procedural haemorrhage ('uterus began to bleed profusely during surgery for essure removal') and pelvic sepsis ('sepsis is forming in the pelvic area') in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "at first, the doctor thought the wire was in a knot" on (B)(6) 2020 and device monitoring procedure not performed "I never had a follow-up check-up after placement". The patient's medical history included parity 4 (all are already graduates). No family history of vasculitis. Concurrent conditions included chronic pain and balance difficulty. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gait disturbance ("moving is difficult, radical deterioration in walking"). In 2012, the patient experienced vasculitis ("vasculitis (small and medium-sized arteries)"). On (B)(6)2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("a piece of teflon thread that remained on the right, a piece of the implant was left inside") and fallopian tube enlargement ("removed left fallopian tube has grown connective tissue and thickened"). On an unknown date, the patient experienced pelvic sepsis (seriousness criteria medically significant and intervention required), metal poisoning ("suspected heavy metal poisoning"), pyrexia ("fever for many years, no cause found"), neuralgia ("neuropathic pains"), nervous system disorder ("neurological problems"), balance disorder ("balance lost"), tooth disorder ("a tooth removed for safety's sake"), lipoatrophy ("left buttock formed a fat atrophy (7cm)"), neuroborreliosis ("suspected neuroborreliosis"), multiple sclerosis ("suspected multiple sclerosis disease"), connective tissue disorder ("suspected connective tissue disease") and depression ("depression") and was found to have weight increased ("my weight is continuously increasing, significantly overweight"). The patient was treated with antibiotics, bismuth oxychloride, cortisone acetate (cortison), methotrexate sodium (metotrexate) and surgery (bilateral salpingectomy, tooth removed and salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the device breakage and complication of device removal had not resolved and the pelvic pain, procedural haemorrhage, pelvic sepsis, gait disturbance, vasculitis, fallopian tube enlargement, metal poisoning, pyrexia, neuralgia, nervous system disorder, balance disorder, tooth disorder, lipoatrophy, weight increased, neuroborreliosis, multiple sclerosis, connective tissue disorder and depression outcome was unknown. The reporter considered balance disorder, complication of device removal, connective tissue disorder, depression, device breakage, fallopian tube enlargement, gait disturbance, lipoatrophy, metal poisoning, multiple sclerosis, nervous system disorder, neuralgia, neuroborreliosis, pelvic pain, pelvic sepsis, procedural haemorrhage, pyrexia, tooth disorder, vasculitis and weight increased to be related to essure. The reporter commented: I've become seriously ill with, among other things, vasculitis (small and medium-sized arteries) in 2012 and I had to give up my 28-year position as a physiotherapist. The disease above is not a family-related illness. I've had fever for many years. No explanatory factor found. Moving is difficult and there are neuropathic pains. I used to be athletic and now I walk with willpower 1 hour / day, my weight is continuously increasing. Cholesterol 3.9. Significantly overweight. Suspected neuroborreliosis, multiple sclerosis disease, connective tissue disease, heavy metal poisoning and other things. At the beginning of the year it was realized that radical deterioration in walking occurred in 2011-2012, and I was fitted in 2011 with essure. Both fallopian tubes were removed three days ago (B)(6) 2020), and the left has grown connective tissue and thickened. At first, the doctor thought the wire was in a knot. There was a piece of teflon thread that remained on the right. It could not be completely removed since the uterus began to bleed profusely. I'm still recovering from the surgery, and I cannot say what happened after the removal - especially as a piece of the implant was left inside. I know that your product has potentially caused me enormous problems height:170 (no unit reported). Weight : 150 (no unit reported). Removal was performed at patient's request. Reporter consider that essure caused or contributed to the occurrence of the event? No . Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on an unknown date: 3.9. Blood glucose - on an unknown date: normal, longterm. Blood pressure measurement - on an unknown date: normal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: "pelvic pain female' event updated, essure initial date added, narrative updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physical therapist and describes the occurrence of device breakage ('a piece of teflon thread that remained on the right, a piece of the implant was left inside'), pelvic pain ('tearing pains in the pelvic region present 24/7'), procedural haemorrhage ('uterus began to bleed profusely during surgery for essure removal') and pelvic sepsis ('sepsis is forming in the pelvic area') in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "at first, the doctor thought the wire was in a knot" on (B)(6) 2020 and device monitoring procedure not performed "I never had a follow-up check-up after placement". The patient's medical history included parity 4 (all are already graduates). No family history of vasculitis. Concurrent conditions included chronic pain and balance difficulty. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gait disturbance ("moving is difficult, radical deterioration in walking"). In 2012, the patient experienced vasculitis ("vasculitis (small and medium-sized arteries)"). On (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("a piece of teflon thread that remained on the right, a piece of the implant was left inside") and fallopian tube enlargement ("removed left fallopian tube has grown connective tissue and thickened"). On an unknown date, the patient experienced pelvic sepsis (seriousness criteria medically significant and intervention required), metal poisoning ("suspected heavy metal poisoning"), pyrexia ("fever for many years, no cause found"), neuralgia ("neuropathic pains"), nervous system disorder ("neurological problems"), balance disorder ("balance lost"), tooth disorder ("a tooth removed for safety's sake"), lipoatrophy ("left buttock formed a fat atrophy (7cm)"), neuroborreliosis ("suspected neuroborreliosis"), multiple sclerosis ("suspected multiple sclerosis disease"), connective tissue disorder ("suspected connective tissue disease") and depression ("depression") and was found to have weight increased ("my weight is continuously increasing, significantly overweight"). The patient was treated with antibiotics, bismuth oxychloride, cortisone acetate (cortison), methotrexate sodium (metotrexate) and surgery (bilateral salpingectomy, tooth removed and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and complication of device removal had not resolved and the pelvic pain, procedural haemorrhage, pelvic sepsis, gait disturbance, vasculitis, fallopian tube enlargement, metal poisoning, pyrexia, neuralgia, nervous system disorder, balance disorder, tooth disorder, lipoatrophy, weight increased, neuroborreliosis, multiple sclerosis, connective tissue disorder and depression outcome was unknown. The reporter considered balance disorder, complication of device removal, connective tissue disorder, depression, device breakage, fallopian tube enlargement, gait disturbance, lipoatrophy, metal poisoning, multiple sclerosis, nervous system disorder, neuralgia, neuroborreliosis, pelvic pain, pelvic sepsis, procedural haemorrhage, pyrexia, tooth disorder, vasculitis and weight increased to be related to essure. The reporter commented: I've become seriously ill with, among other things, vasculitis (small and medium-sized arteries) in 2012 and I had to give up my 28-year position as a physiotherapist. The disease above is not a family-related illness. I've had fever for many years. No explanatory factor found. Moving is difficult and there are neuropathic pains. I used to be athletic and now I walk with willpower 1 hour / day, my weight is continuously increasing. Cholesterol 3.9. Significantly overweight. Suspected neuroborreliosis, multiple sclerosis disease, connective tissue disease, heavy metal poisoning and other things. At the beginning of the year it was realized that radical deterioration in walking occurred in 2011-2012, and I was fitted in 2011 with essure. Both fallopian tubes were removed three days ago ((B)(6) 2020), and the left has grown connective tissue and thickened. At first, the doctor thought the wire was in a knot. There was a piece of teflon thread that remained on the right. It could not be completely removed since the uterus began to bleed profusely. I'm still recovering from the surgery, and I cannot say what happened after the removal - especially as a piece of the implant was left inside. I know that your product has potentially caused me enormous problems height:170 (no unit reported). Weight : 150 (no unit reported). Removal was performed at patient's request. Reporter consider that essure caused or contributed to the occurrence of the event? No. Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on an unknown date: 3.9. Blood glucose - on an unknown date: normal, longterm. Blood pressure measurement - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physical therapist and describes the occurrence of device breakage ('a piece of teflon thread remained on the right, a piece of the implant was left inside'), pelvic pain ('tearing pains in the pelvic region present 24/7'), pelvic sepsis ('sepsis forming in the pelvic area') and procedural haemorrhage ('uterus began to bleed profusely during surgery for essure removal') in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "at first, the doctor thought the wire was in a knot" on (B)(6) 2020 and device monitoring procedure not performed "I never had a follow-up check-up after placement". The patient's medical history included parity 4 (all are already graduates). No family history of vasculitis. Concurrent conditions included chronic pain and balance difficulty. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gait disturbance ("moving is difficult, radical deterioration in walking"). In 2012, the patient experienced vasculitis ("vasculitis (small and medium-sized arteries)"). On (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube enlargement ("removed left fallopian tube has grown connective tissue and thickened") and complication of device removal ("a piece of teflon thread that remained on the right, a piece of the implant was left inside"). On an unknown date, the patient experienced pelvic sepsis (seriousness criteria medically significant and intervention required), pyrexia ("fever for many years, no cause found"), metal poisoning ("suspected heavy metal poisoning"), neuroborreliosis ("suspected neuroborreliosis"), multiple sclerosis ("suspected multiple sclerosis disease"), connective tissue disorder ("suspected connective tissue disease"), neuralgia ("neuropathic pains"), nervous system disorder ("neurological problems"), balance disorder ("balance lost"), tooth disorder ("a tooth removed for safety's sake"), lipoatrophy ("left buttock formed a fat atrophy (7cm)") and depression ("depression") and was found to have weight increased ("my weight is continuously increasing, significantly overweight"). The patient was treated with antibiotics, bismuth oxychloride, cortisone acetate (cortison), methotrexate sodium (metotrexate) and surgery (tooth removed and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and complication of device removal had not resolved and the pelvic pain, pelvic sepsis, procedural haemorrhage, pyrexia, vasculitis, fallopian tube enlargement, metal poisoning, neuroborreliosis, multiple sclerosis, connective tissue disorder, neuralgia, nervous system disorder, balance disorder, gait disturbance, tooth disorder, lipoatrophy, weight increased and depression outcome was unknown. The reporter considered balance disorder, complication of device removal, connective tissue disorder, depression, device breakage, fallopian tube enlargement, gait disturbance, lipoatrophy, metal poisoning, multiple sclerosis, nervous system disorder, neuralgia, neuroborreliosis, pelvic pain, pelvic sepsis, procedural haemorrhage, pyrexia, tooth disorder, vasculitis and weight increased to be related to essure. The reporter commented: I've become seriously ill with, among other things, vasculitis (small and medium-sized arteries) in 2012 and I had to give up my 28-year position as a physiotherapist. The disease above is not a family-related illness. I've had fever for many years. No explanatory factor found. Moving is difficult and there are neuropathic pains. I used to be athletic and now I walk with willpower 1 hour / day, my weight is continuously increasing. Cholesterol 3.9. Significantly overweight. Suspected neuroborreliosis, multiple sclerosis disease, connective tissue disease, heavy metal poisoning and other things. At the beginning of the year it was realized that radical deterioration in walking occurred in 2011-2012, and I was fitted in 2011 with essure. Both fallopian tubes were removed three days ago (B)(6) 2020), and the left has grown connective tissue and thickened. At first, the doctor thought the wire was in a knot. There was a piece of teflon thread that remained on the right. It could not be completely removed since the uterus began to bleed profusely. I'm still recovering from the surgery, and I cannot say what happened after the removal - especially as a piece of the implant was left inside. I know that your product has potentially caused me enormous problems height:170 (no unit reported). Weight : 150 (no unit reported). Removal was performed at patient's request. Reporter consider that essure caused or contributed to the occurrence of the event? No. Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on an unknown date: 3.9. Blood glucose - on an unknown date: normal, longterm. Blood pressure measurement - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: company causality comment was corrected. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physical therapist and describes the occurrence of device breakage ('a piece of teflon thread remained on the right, a piece of the implant was left inside'), pelvic pain ('tearing pains in the pelvic region present 24/7'), procedural haemorrhage ('uterus began to bleed profusely during surgery for essure removal') and pelvic sepsis ('sepsis is forming in the pelvic area') in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "at first, the doctor thought the wire was in a knot" on (B)(6) 2020 and device monitoring procedure not performed "I never had a follow-up check-up after placement". The patient's medical history included parity 4 (all are already graduates). No family history of vasculitis. Concurrent conditions included chronic pain and balance difficulty. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gait disturbance ("moving is difficult, radical deterioration in walking"). In 2012, the patient experienced vasculitis ("vasculitis (small and medium-sized arteries)") with pyrexia. On (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube enlargement ("removed left fallopian tube has grown connective tissue and thickened") and complication of device removal ("a piece of teflon thread that remained on the right, a piece of the implant was left inside"). On an unknown date, the patient experienced pelvic sepsis (seriousness criteria medically significant and intervention required), metal poisoning ("suspected heavy metal poisoning"), neuroborreliosis ("suspected neuroborreliosis"), multiple sclerosis ("suspected multiple sclerosis disease"), connective tissue disorder ("suspected connective tissue disease"), neuralgia ("neuropathic pains"), nervous system disorder ("neurological problems"), balance disorder ("balance lost"), tooth disorder ("a tooth removed for safety's sake"), lipoatrophy ("left buttock formed a fat atrophy (7cm)") and depression ("depression") and was found to have weight increased ("my weight is continuously increasing, significantly overweight"). The patient was treated with antibiotics, bismuth oxychloride, cortisone acetate (cortison), methotrexate sodium (metotrexate) and surgery (bilateral salpingectomy, tooth removed and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and complication of device removal had not resolved and the pelvic pain, procedural haemorrhage, pelvic sepsis, vasculitis, fallopian tube enlargement, metal poisoning, neuroborreliosis, multiple sclerosis, connective tissue disorder, neuralgia, nervous system disorder, balance disorder, gait disturbance, tooth disorder, lipoatrophy, weight increased and depression outcome was unknown. The reporter considered balance disorder, complication of device removal, connective tissue disorder, depression, device breakage, fallopian tube enlargement, gait disturbance, lipoatrophy, metal poisoning, multiple sclerosis, nervous system disorder, neuralgia, neuroborreliosis, pelvic pain, pelvic sepsis, procedural haemorrhage, tooth disorder, vasculitis and weight increased to be related to essure. The reporter commented: I've become seriously ill with, among other things, vasculitis (small and medium-sized arteries) in 2012 and I had to give up my 28-year position as a physiotherapist. The disease above is not a family-related illness. I've had fever for many years. No explanatory factor found. Moving is difficult and there are neuropathic pains. I used to be athletic and now I walk with willpower 1 hour / day, my weight is continuously increasing. Cholesterol 3.9. Significantly overweight. Suspected neuroborreliosis, multiple sclerosis disease, connective tissue disease, heavy metal poisoning and other things. At the beginning of the year it was realized that radical deterioration in walking occurred in 2011-2012, and I was fitted in 2011 with essure. Both fallopian tubes were removed three days ago (B)(6) 2020), and the left has grown connective tissue and thickened. At first, the doctor thought the wire was in a knot. There was a piece of teflon thread that remained on the right. It could not be completely removed since the uterus began to bleed profusely. I'm still recovering from the surgery, and I cannot say what happened after the removal - especially as a piece of the implant was left inside. I know that your product has potentially caused me enormous problems height:170 (no unit reported). Weight : 150 (no unit reported). Removal was performed at patient's request. Reporter consider that essure caused or contributed to the occurrence of the event? No . Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol - on an unknown date: 3.9. Blood glucose - on an unknown date: normal, longterm. Blood pressure measurement - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality-safety evaluation of ptc. We received a complaint sample in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physical therapist and describes the occurrence of device breakage ('a piece of teflon thread that remained on the right, a piece of the implant was left inside'), procedural haemorrhage ('uterus began to bleed profusely during surgery for essure removal') and pelvic sepsis ('sepsis is forming in the pelvic area') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "at first, the doctor thought the wire was in a knot" on (B)(6) 2020 and device monitoring procedure not performed "I never had a follow-up check-up after placement". The patient's medical history included parity 4 (all are already graduates). No family history of vasculitis. In 2011, the patient had essure inserted. In 2011, the patient experienced gait disturbance ("moving is difficult, radical deterioration in walking"). In 2012, the patient experienced vasculitis ("vasculitis (small and medium-sized arteries)"). On (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criteria medically significant and intervention required), complication of device removal ("a piece of teflon thread that remained on the right, a piece of the implant was left inside") and fallopian tube enlargement ("removed left fallopian tube has grown connective tissue and thickened"). On an unknown date, the patient experienced pelvic sepsis (seriousness criteria medically significant and intervention required), pelvic pain ("tearing pains in the pelvic region present 24/7"), metal poisoning ("suspected heavy metal poisoning"), pyrexia ("fever for many years, no cause found"), neuralgia ("neuropathic pains"), nervous system disorder ("neurological problems"), balance disorder ("balance lost"), tooth disorder ("a tooth removed for safety's sake"), lipoatrophy ("left buttock formed a fat atrophy (7cm)"), neuroborreliosis ("suspected neuroborreliosis"), multiple sclerosis ("suspected multiple sclerosis disease"), connective tissue disorder ("suspected connective tissue disease") and depression ("depression") and was found to have weight increased ("my weight is continuously increasing, significantly overweight"). The patient was treated with antibiotics, bismuth oxychloride, cortisone acetate (cortisone), methotrexate sodium (methotrexate) and surgery (bilateral salpingectomy and tooth removed). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and complication of device removal had not resolved and the procedural haemorrhage, pelvic sepsis, gait disturbance, vasculitis, pelvic pain, fallopian tube enlargement, metal poisoning, pyrexia, neuralgia, nervous system disorder, balance disorder, tooth disorder, lipoatrophy, weight increased, neuroborreliosis, multiple sclerosis, connective tissue disorder and depression outcome was unknown. The reporter considered balance disorder, complication of device removal, connective tissue disorder, depression, device breakage, fallopian tube enlargement, gait disturbance, lipoatrophy, metal poisoning, multiple sclerosis, nervous system disorder, neuralgia, neuroborreliosis, pelvic pain, pelvic sepsis, procedural haemorrhage, pyrexia, tooth disorder, vasculitis and weight increased to be related to essure. The reporter commented: I've become seriously ill with, among other things, vasculitis (small and medium-sized arteries) in 2012 and I had to give up my 28-year position as a physiotherapist. The disease above is not a family-related illness. I've had fever for many years. No explanatory factor found. Moving is difficult and there are neuropathic pains. I used to be athletic and now I walk with willpower 1 hour / day, my weight is continuously increasing. Cholesterol 3.9. Significantly overweight. Suspected neuroborreliosis, multiple sclerosis disease, connective tissue disease, heavy metal poisoning and other things. At the beginning of the year it was realized that radical deterioration in walking occurred in 2011-2012, and I was fitted in 2011 with essure. Both fallopian tubes were removed three days ago ((B)(6) 2020), and the left has grown connective tissue and thickened. At first, the doctor thought the wire was in a knot. There was a piece of teflon thread that remained on the right. It could not be completely removed since the uterus began to bleed profusely. I'm still recovering from the surgery, and I cannot say what happened after the removal - especially as a piece of the implant was left inside. I know that your product has potentially caused me enormous problems diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol: on an unknown date: 3.9. Blood glucose: on an unknown date: normal, longterm. Blood pressure measurement: on an unknown date: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.